Event description:
The report indicated that during (afib) atrial fibrillation ablation procedure with a smart touch bidirectional sf and the patient experienced pericardial effusion requiring open chest surgery for draining. During the ablation at the ridge in front of the carina of the left pulmonary veins, there was a 20ohm drop in impedance for approximately 11 seconds and then an immediate sharp rise in impedance followed by the physician feeling a steam pop. The physician used intracardiac ultrasound to check for effusion immediately after the steam pop and noted that there did not appear to be an effusion. The physician performed 4 additional ablations along the ridge next to the location of the steam pop. 4 minutes after the steam pop, the anesthesiologist informed the physician that the patient's pressure was dropping. The physician then looked at the ventricle and noted an effusion. A code was called and life saving measures were performed on the patient. Prior to the event, the patient was prepped in the usual fashion. After a transeptal puncture, the smarttouch ablation catheter was advanced into the left atrium. The right pulmonary veins were isolated. Ablations were performed down the antrum of the left pulmonary veins, down the posterior wall of the left atrium. After the adverse event, the procedure was not completed. Additional information was later received indicating when injury was confirmed on ice, and a tap was performed on the paracardial space of the patient to remove blood. The pressure was still dropping after the tap and surgery was preformed to open the patient¿s chest. The last known status of the patient was stable, they were walking and talking. The report indicated that the cause of the pericardial effusion was the steam pop.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).